Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and a char/thrombus issue occurred. It was initially reported by the customer that after the procedure the doctor noticed some charring above the electrode. The patient had no complications. The physician reported thy considered the charring to be excessive and estimated the risk to the patient to be increased. Device evaluation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31409503l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note correction: typos were noticed in section b5. Event description of the 3500a initial medwatch. ¿thy¿ should say ¿they¿ and ¿right¿ should say ¿risk¿. The correct statement should have been ¿the physician reported they considered the char to be excessive and estimated the risk to the patient to be increased.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and a char/thrombus issue occurred. It was initially reported by the customer that after the procedure the doctor noticed some charring above the electrode. The patient had no complications. The physician reported thy considered the charring to be excessive and estimated the risk to the patient to be increased. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection, temperature, impedance, and irrigation test of the returned device were performed in accordance with j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The temperature and impedance test was performed, and no issues were observed. An irrigation test was performed, and the device was flushing correctly. No issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The thrombus/ clot and char issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instruction for use (IFU) contain the following recommendations: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of johnson & johnson medtech's quality, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and a thrombus issue occurred. It was initially reported by the customer that after the procedure the doctor noticed some charring above the electrode. The patient had no complications. Char is a physical phenomenon of radiofrequency ablation and can be a normal result of the ablation process. The presence of char does not by itself represent a serious injury, nor is it necessarily the result of a device malfunction. As such, char is not MDR reportable. On 21-oct-2024, additional information was received indicating the charring was found between the tip electrode and electrode 2 at the plastic ring separating the electrodes. There was no problems with temperature or flow and there were no error messages on the equipment. The patient was anticoagulated. Activated clotting time (act) >300 and maintained throughout the case. Normal heparinized saline was used. The physician reported thy considered the char to be excessive and estimated the right to the patient to be increased. As such, based on the new information received, the event was reassessed as an MDR reportable malfunction.